Manufacturer narrative:
Reference number (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Ileus is a known complication of a peg- j tube placement. H6 code of 4581 was chosen to capture the event of ileus. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient hospitalized in the intensive care unit due to an ileus and was operated on (B)(6) 2021. On 25(B)(6) 2021, the patient received a completely new tubing system.